Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a sealing issue occurred. The device would activate but did not seal tissue. A new device of the same type was used to continue the procedure, and no patient injury resulted.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 date of follow-up report: (B)(6) 2017 one used lf4318 ligasure device was received, and evaluation of the sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. There are factors during use that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness. If information is provided in the future, a supplemental report will be issued.